Event description:
A report was received on 03 may 2024 from the nurse at a critical care facility, who stated dialysate bags broke when initiating renal replacement therapy on (B)(6) 2024. Additional information was received on 03 may 2024 from the nurse who stated there was no adverse impact to the user or patient.

Manufacturer narrative:
No product was received for evaluation. A supplier corrective action request has been opened to address this with the contract manufacturer. An 806 notice has been provided to the FDA.